Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient coded unexpectedly earlier in the week and the site stated that it seemed as is the pump just stopped functioning. Several days later, the patient seemed a ¿little off¿, different from the day before. The patient developed thrombocytopenia and spiked a fever. The patient then became unresponsive/coded and expired. The vad just ¿stopped working¿/had no flow and a thromboembolism was suspected.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the controller log files revealed a sudden decrease in power consumption and estimated flows on (B)(6) 2020, immediately following a manual change in pump speed. The 82 low flow alarms have been logged since (B)(6)2020. No other anomalies were observed within the log files. As a result, the reported "vad just "stopped working"/ had no flow" event could not be confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.